Event description:
Facility alleges pt reaction during dialysis. Chief tech reports that shortly after initiation of treatment, prior to blood coming in contact with dialyzer, pt experienced respiratory arrest.